Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one (1) unit of polyflux 170h had an external fluid leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the product with the naked eye showed the product wet with protection caps attached to the dialysate ports. A leak test of the dialysate and blood sides was performed and no leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.